Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-45586.

Event description:
Customer's mother reported that the customer was hospitalized with diabetic ketoacidosis. It was stated that the customer had the influenza and experienced vomiting and dehydration. Blood glucose at the time of the admission was over 300 mg/dl. The customer was admitted into the intensive care unit and treated with insulin drip. They mentioned experiencing issues with no delivery but the customer disconnected at the quick release and reconnected and issue was resolved. There was also a sensor reading discrepancy of 60 mg/dl with blood glucose of 110 mg/dl. It was stated that the basal rates settings were adjusted at the hospital and blood glucose level has been better. Current reading was 128 mg/dl. Mother declined troubleshooting.